Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. The client reported that the equipment was not working. Generator displays code error 200 ref 32, the ID plate needs replacement, addition of four missing rubber feet and replacement of visibly damaged fan. The components were replaced. All functional and electrical tests have been performed according to the manual and the equipment is working normally. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. A DHR review has been conducted and the results indicate that this batch of products was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr3 generator device was not working. During in-house engineering evaluation, it was determined that the device displayed error 200 ref 32. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.